Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm we have an IV pump that is having an issue. The pump is giving a "pump problem" alarm. Serial number: (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.